Manufacturer narrative:
The reported screw 18mm, 3.5 mini acutrak 3® bone screw (part number 3052-35018) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 cannulated hexalobe driver (part number 80-4151, batch number 589796) and the t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 589808) were returned for evaluation. The returned driver was visually examined under magnification. The driver tips all presented with distinguishable fracture surfaces. Driver tip 1 of 3 (part number 80-4155) showed a distinguished vertical fracture parallel with the driver tip's long axis. The missing portion of this driver tip was one of the outer lobes. The fracture line extended to where the lobe valley starts to run out. This run-out section approximated a 45-degree angle relative to the driver's long axis. Driver tip 2 of 3 (part number 80-4151) presented with approximately a 45-degree angle relative to the drivers' long axis. Driver tip 3 of 3 presented with an angled fracture plane that was more acute relative to a 45-degree angle. The fractured plane had one half distinguishably higher than the other half. It appeared similar to driver tip 1 of 3 in that the missing section is one entire outer lobe. Driver tip 3 of 3 also had another horizontal fractured plane where a portion of the tip appeared to break off. In combination the two fractured planes presented a continuous fractured surface. All three of the driver tips' fracture patterns support the event description. Not all the broken tip pieces were returned, nor the screw involved. This in combination with the above observations as well as multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
(Report 1 of 4): it was reported during surgery the first driver tip broke upon the final seating of the screw. The surgeon removed the broken tip and attempted to tighten the screw with a second driver tip when it broke. The surgeon made another attempt with a third driver when the tip broke. The surgeon used a dental pick to remove all the broken debris. The k-wire was also removed, and the screw was advanced with a solid driver. The surgery was completed after a delay (time unknown). No other adverse patient consequences were reported. There are 4 related report numbers for this event 3025141-2024-00338 through 3025141-2024-00341.